Manufacturer narrative:
The single port fenestrated bipolar forceps instrument has been evaluated by the failure analysis (fa) team. Fa was able to confirm and reproduce the reported complaint. The instrument was found to have a broken molded insulator of the grip tips. A piece approximately 0.077" x 0.271" in size broke off. Fa was unable to determine if all the pieces were returned.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the single port fenestrated bipolar forceps instrument was broken while grasping the sonogram probe and fragments fell inside the patient. The customer retrieved some fragments but was not able to confirm if they retrieved all as the plastic material was shattered. The procedure was completed with a backup instrument of same kind. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, and no damage was found. The customer did not perform additional surgical procedure or post-operative tests to check for remaining fragments. The surgeon did not notice any issues with the functionality of the instrument during use. It was unknown what caused the breakage to occur as the instrument did not collide with any hard materials or other instruments. Upon final removal of the instrument, the wrist was straightened, and the surgical staff did not feel any resistance upon removal of the instrument through the cannula. Both instrument and cannula had no other damage after the event occurred. The procedure was delayed for less than 15 minutes.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) completed further evaluation on the fenestrated bipolar forceps instrument involved with this complaint. Advanced failure analysis confirmed the initial findings. The instrument exhibits a broken molded insulator on one of the grips. The returned fragments were arranged approximately in the same orientation as a complete molded insulator, and it was found that a fragment measuring approximately 0.2020" x 0.0490" was not returned. However, it is possible that smaller fragments were also not returned as well.

Event description:
Refer to h10/h11 for follow-up information.